Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( cannot run detect and treat testing) has confirmed that the a & b cable were cut. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.